Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height, catalog # 00596203212, lot# unknown; femoral component option size e left compatible with lps-flex prolong, catalog# 00596401551, lot# unknown, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02347, 0001822565 - 2017 - 02348, 0001822565 - 2017 - 02349, 0001822565 - 2017 - 02354.

Event description:
It was reported that patient had a nerve block procedure three years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2017 - 00267.